Event description:
The pt received her scs system on (B)(6) 2010 consisting of an ipg and paddle lead. It was reported that she was unable to feel stimulation through one of several program settings she utilizes for stimulation relief. On (B)(6) 2010, it was reported that her lead was surgically repositioned to allow for better therapy coverage. No devices were explanted and none will be returned to the manufacturer for eval. Follow-up on the pt found that she is doing well since the revision.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.